Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc 3-l catheter for evaluation. The catheter showed signs of use in the form of biological material. The distal extension line was returned in three sections. It had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation between the luer hub and extension line were rough and jagged, consistent with undue force being applied to the extension line. The second separation was in the middle of the distal extension line body. It was smooth and appeared to be cut. The length of the catheter body measured 218mm which is within specifications of 207-227mm per catheter product drawing. The outer diameter of the distal extension line measured 2.180mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.4478mm which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal and medial luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The separation points were jagged, indicated undue force. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the luer-lock connection (brown head) is broken during use.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates extension line/lue hub separation in use.

Event description:
The customer reports that the luer-lock connection (brown head) is broken during use.